Event description:
Factory analysis was unable to duplicate the 35 volt failure. Factory analysis reported a 12 volt failure during evaluation which resulted in no power during testing. Analysis revealed component failures on the motor controller and power management pcb boards. A loss of 12 volt supply may result in a shutdown of the ventilator during operation in normal ventilation mode.

Event description:
The customer reported when the unit is powered on it operates however the ventilator screen is blank and cannot be seen. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician was able to duplicate the reported problem and reported the display was dim. Review of the ventilator diagnostic log confirmed a 35volt failure occurrence which may result in a shut down of the device during operation. The service technician replaced the power management and motor controller pcb boards to address the finding. Applicable final testing was completed and passed to operating specifications.

Manufacturer narrative:
(B)(4).